Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No additional similar complaint type events within associated lots were found. (B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to lens tear during delivery into the eye. The lens was exchanged for an identical model and diopter. There was no report of any apparent injury. The patient's post-op best corrected visual acuity was 20/40.